Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; upper case, lower case, both bail covers, and the ring cover were broken. Analysis also found the battery contacts were compressed, the keyboard window was scratched, and one bail was bent. It was noted one bail and the ring were missing. (B)(4).

Event description:
It was reported the atrial connector hole was broken. The device was returned for repair. No patient complications have been reported as a result of this event.